Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium related malfunction. Patient involvement is unknown however, no adverse event reported. A getinge field service engineer (fse) was dispatched to investigate the issue. End user reported low helium alarm. Fse arrived on site, powered on unit. Power up system test passed without error code. Visual inspection of the unit revealed damage to the back of the console cover. Once the console cover was removed, further physical damage was revealed.the pressure tubing was punctured.the check valve on helium reservoir assembly was fractured which was causing the helium leak.all damaged parts and sub-assemblies were replaced. A new helium reservoir assembly that was installed resolved the leak.the x5 pressure reading did not drop at all and passed the minimum allowance of 3psi in 30 mins.complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications.unit returned to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The final investigation has been completed by failure analysis and testing department. Retaining the helium reservoir assembly in the failure analysis and testing department per procedure.retaining the parts in the failure analysis and testing dept. Per procedure number (B)(4) rev. Ap.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a low helium alarm. There was no patient harm reported.